Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/03/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for b-hcg cartridge lot n19212.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded positive results on a (B)(6) year old female patient. There was no additional patient information at the time of this report. Return product is available for investigation. Method: I-stat, date: 10/16/2019, tested: 06:39, result: 1135.2 iu/l. Cobas, 10/16/2019, 08:12, <0.1 iu/l. Collection times not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.